Event description:
Device 2 of 2. Reference MFR report#3006705815-2017-07293. Additional information received that leads were revised on (B)(6) 2017. Effective therapy was established post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2017-07293. It was reported that the patient experienced uncomfortable stimulation due to their leads migrated up and anterior. As a result surgical intervention may be undertaken and the plan is to reposition the leads back to the original position. Date of surgical intervention unknown.